Manufacturer narrative:
Photo analysis; visual analysis of the photographs identified: device patch with lot number 2600675 and catalog number 300g. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Physician reported left side rupture and area of concern in the 1 o'clock periareolar breast corresponded to a well circumscribed, smoothly marginated ovoid nodule 8x7 mm in size with the impression of faint internal enhancing septations. This demonstrated only mild t2 hyperintensity and would favour fibroadenoma. Device has been explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.